Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated up and down buttons have to be pushed 3-4 times to get them to work however there is no damage to the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/25/2013 - device evaluation:the pump has been returned and evaluated by product analysis 09/05/2013 with the following findings: the complaint of the intermittently unresponsive keypad buttons was unable to be duplicated; all buttons responded appropriately. There was no evidence of contamination found to the key contacts. The pump cover was removed and no damage or corrosion was observed to the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.